Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that during the implant procedure, the scrub technician dropped the lead on the floor. Another lead was attempted and unable to track over wire around a tight bend. Both leads were removed and another one was implanted. No patient complications have been reported as a result of this event.